Event description:
It was reported that during the removal of a common bile duct stone procedure, the clip was not fed into the jaw properly at the first firing. The clip was jammed in the jaw and the jaw would not open. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.